Event description:
It was reported that the patient presented in clinic with pocket infection. The pacemaker was explanted. The patient was stable.

Manufacturer narrative:
Correction - b3- should be jan 5, 2019 not jan 5, 2022.